Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2021. Additional information was requested, and the following was obtained: could you confirm how many devices have the problem (ruptured suture)? Around 4 to 6 units (ea) of device wires. What is the batch number of each problem device? Batch ap9984 - the same batch in any case. Are there photos available for visual review? There are no photos available. The product has been discarded." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm how many devices present the issue (breakage suture)? What is the lot number for each device with issue? Are there any photos available for visual analysis? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Events reported via: 2210968-2021-11280, 2210968-2021-11282, 2210968-2021-11283, 2210968-2021-11285, 2210968-2021-11286, 2210968-2021-11287, 2210968-2021-11288, 2210968-2021-11289, 2210968-2021-11290.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.